Manufacturer narrative:
Pending evaluation.

Event description:
Sales rep was notified of the revision to be performed on friday (B)(6). While reviewing the case we looked at the extensive osteolysis on both the pics and MRI. The insert and patella components were removed, and a vast debris meant was performed creating large bone voids in both the tibia and femur. The femur and tray were adequately stable and thus the surgeon chose to only add bone graft and a new insert. A size 3 13mm psc (ser#(B)(4)) was inserted. As of note: ¿patient received bilateral knee replacements on (B)(6) 2012. Logic size 3 femurs, 3f/3t trays, 9mm inserts and 35 patellas. The inserts implanted were logic size 3 9mm ps inserts serial #¿s (B)(4). Uncertain which one was revised as both are listed as a group. The knee was revised as just a poly swap, however, there was extensive osteolysis in both the tibia and femur. A new psc size 13 insert was implanted with extensive bone allograft¿.

Event description:
As reported, approximately 7 years postoperatively, while reviewing both the pics and MRI for pre-op planning, for a "poly exchange" revision procedure, the surgeon noted the extensive osteolysis. During the revision case, the insert and patella components were removed, and vast debridement was performed creating large bone voids in both the tibia and femur. The femur and tray were adequately stable and thus the surgeon chose to only add bone graft and a new insert. A size 3 13mm psc (ser#: (B)(6) was inserted. It is uncertain which insert was replaced. The knee was revised as just a poly swap, however, there was extensive osteolysis in both the tibia and femur. A new psc size 13 insert was implanted with extensive bone allograft¿. It is uncertain which serial# insert was replaced. Devices will not be returned per facility policy.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision reported the most likely cause of this event is the patient own pathology which are causing the osteolysis. No information provided in the following section(s): d4 (catalog number, serial number, UDI number, and expiration date), d6, g5 and. H4.